Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a 17mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a moderately tortuous and a severely calcified unspecified vessel. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The procedure was completed with a 1.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon tear.